Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation, the trunk cable connector pins were bent and was unable to complete essential performance testing. The root cause for the bent pin was excessive force. There were no adverse events associated with the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.